Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the distal right coronary artery (rca). A 12 x 4.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. During removal of the undeployed stent, the device came off the stent delivery system (sds) inside the touhy. The physician removed the dislodged stent with his fingers. Another promus premier¿ drug-eluting stent was advanced but still failed to cross the lesion. Then the physician decided to stop the stenting in the distal rca lesion and performed percutaneous coronary intervention of proximal rca lesion. Subsequently, a stent was successfully implanted at the proximal rca and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was dislodged/detached from the sds. There were stent struts throughout the stent that were damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon showed evidence of being inflated as there was contrast in the balloon. The bumper tip was damaged. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the shaft polymer extrusion found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the distal right coronary artery (rca). A 12 x 4.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. During removal of the undeployed stent, the device came off the stent delivery system (sds) inside the tuohy. The physician removed the dislodged stent with his fingers. Another promus premier¿ drug-eluting stent was advanced but still failed to cross the lesion. Then the physician decided to stop the stenting in the distal rca lesion and performed percutaneous coronary intervention of proximal rca lesion. Subsequently, a stent was successfully implanted at the proximal rca and the procedure was completed. No patient complications were reported and the patient's status was good.